Manufacturer narrative:
The electrode serial numbers and their expiration dates were requested but not provided. The investigation included a review of the provided information regarding calibration, qcs, and alarm trace: the last calibration was performed on 07-aug-2025. The customer stated that the qc results were out of range. The alarm trace had a rinse mechanism and abnormal probe sucking alarms. The field service engineer (fse) inspected the module and found water was pooling on the cell covers due to a worn rinse head and an incorrectly positioned rinse head. He verified the rinse water levels and tubings. He replaced the rinse unit arm and performed successful precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium electrode and ise indirect na-k-cl for gen.2 and other assay results from multiple patient samples tested on the cobas 6000 c (501) module. The following examples of discrepant results from two patient samples were provided: patient sample 1 on (B)(6) 2025: the initial sodium result was 125 mmol/l. On (B)(6) 2025: the repeat result was 137 mmol/l. The reporter noticed liquid on top of the reaction cell cover under the reagent probe and a repeat patient sample had a different result, prompting the rerun of the patient sample. Patient sample 2 on (B)(6) 2025: the initial sodium result was 129 mmol/l. The repeat result was 139 mmol/l. The initial chloride result was 92.3 mmol/l. The repeat result was 104 mmol/l.